Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other starclose se devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose device after a neuro-interventional procedure, using a 6f sheath. Reportedly, the puncture was through two previously deployed starclose se clips. While advancing the thumb advancer the device popped out of the patient with two of the previously deployed clips on the shaft of the device. The device was not deployed. A collagen patch and manual arterial compression were used to achieve hemostasis. There were no reported adverse patient effects. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device popped out of the artery while advancing the thumb advancer was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar loss of arterial access during thumb advancer advancement with two previously deployed clips on the sheath incidents reported for this lot. There is no indication of a product quality deficiency.